Event description:
The surgeon attempted to implant an aq2017v three piece silicone lens, but it was damaged by the cartridge prior to being inserted. There was no pt contact or injury. It was indicated by the surgeon that the cartridge may have been the cause. An aq fp cartridge and an msi-ts injector were used but the lot numbers were not provided by the facility.